Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device exhibited premature battery depletion after reaching the elective replacement indicator (eri) within two years of implant. The device was explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
Correction: manufacturer report 2938836-2019-04614 should not have been reported as a medical device report (MDR) as the product has not been approved by the FDA and is part of investigation device exemption (ide).